Event description:
The customer reported that the device was displaying the charge pack icon. A replacement device was provided to the customer under recall. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device would power on, but then it would power off after the first prompt. Capacitor c177 was intact. There was not enough evidence to determine the root cause of the reported failure.